Manufacturer narrative:
Bleeding/hematoma is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that the patient developed a epidural hematoma following drilling of posterior bolt through occipital bone. MRI scan confirmed hematoma, prior to placing the probe in MRI. Surgeon decided to abort ablation and perform an emergency craniotomy to relieve pressure and evacuate hematoma.